Event description:
It was reported that during a rotator cuff repair procedure using a 4.5mm multifix p knotless fixation device, the implant failed to release from the inserter handle and pulled the implant out of the bone. The surgeon opted to complete the procedure using a competitive device. There were n pt complications reported as a result of this event.